Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular channel had a "missing receptacle." The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connector. It was also indicated that the hanger assembly was cracked, the lower case was broken, a display wire was pinched, and a case screw was contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.